Event description:
It was reported that, "the arthroplasty was revised due to a fractured ceramic head. The acetabular liner and femoral components were revised. The components were implanted in situ for 9.19 y. The patient presented with a (B)(4) score of 6 three months prior to revision surgery and a maximum score of 6 since implantation. Photographs of the retrieved implants are attached."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.